Manufacturer narrative:
The subject device was not been returned to olympus medical systems corp (omsc). Omsc could not review the service and manufacturing record because the serial number was not provided from the facility. The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined.

Event description:
Olympus medical systems corp. (Omsc) received a literature "the thunderbeat and other energy devices in laparoscopic colorectal resections: analysis of outcomes and costs". The literature reported the result of 40 cases of the laparoscopic colorectal resection (lcr) procedures using an olympus model thunderbeat between march 2012 and march 2016. In the subject procedures, 1 case of pneumonia reportedly occurred. Based on the available information, a direct relationship between the subject devices and the observed reported adverse event could not be determined. According to the number of the accidental symptoms known and the number of olympus devices used for the procedure, omsc is submitting 1 medical device reports.